Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with the an ak 98 machine, the ultrafiltration (uf) removed was higher than expected (not further specified). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. During evaluation, the qualified technician noted that the ultrafiltration (uf) measuring unit was out of calibration. To resolve the issue, the qualified technician replaced the uf measuring unit. A simulated test we performed with no issues observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.